Event description:
It was reported the pt's ipg does not communicate with the charging sys and programmer. The pt had last charged the ipg a few months ago and she currently does not have stimulation. Physician consult is pending.

Manufacturer narrative:
Notification: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.